Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked select button keypad overlay, partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, cracked battery tube threads, missing serial number label and cracked case along the side of the battery tube. The p-cap does not lock properly into place. Reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had buttons are not responding. The customer¿s blood glucose level was 133 mg/dl. The customer was assisted with troubleshooting. Customer stated that battery side was crack. Customer stated that product not adhering. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.